Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient is an ex-smoker with history of diabetes, hypertension, hyperlipidemia, previous mi, pci <(>&<)> CABG, history of stroke and family history of heart disease. Procedure was prompted by silent ischemia. During procedure the lesion was calcified to the extent of requiring rotablation. A resolute integrity drug eluting stent was then implanted in the mid lad. Approximately 5 months post the procedure restenosis developed as a result of insufficient stent dilation in the lad. Additional treatment was not provided due to advanced age, and the outcome remained not recovered.